Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that no low voltage alert, code 1003, was recorded. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. However, examination of the device memory showed that the device had a shortened elective replacement indicator (eri) to end of life (eol) time (less than 90 days) and several high voltage faults. This was found to be caused by a high number of episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) resulting in several high-voltage charges depleting the battery.